Manufacturer narrative:
The t:slim g4 user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels over 200 mg/dl; however the exact values were not provided. During troubleshooting with tandem technical support, review of pump data revealed multiple incomplete bolus alerts, due to initiating and not completing boluses. The customer stated that they had been requesting a bolus, but not completing the bolus if they had insulin on board, even if bg level was elevated. Reportedly, the customer is also taking steroid medication and stated that pump basal rate had been adjusted (increased) for the medication. A recommendation was made for the customer to consult with the healthcare provider regarding bg level, pump settings and medication.